Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a loss of therapy due to user not following the IFU/dfu. When attempting to establish a connection with external devices and the ipg, an error message displayed suggesting the device was inoperable. As a result, the patient is awaiting surgical intervention.

Event description:
Based on information obtained, the ipg was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.